Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a grommet setscrew problem. The physician connected the leads to the device but the screw didn't make a noise but the lead was fixed. It was noted that there was a grommet/setscrew problem. The implantable pulse generator (ipg) was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.